Event description:
Reportable based on the device analysis completed on 28jun2024. It was reported that the device was kinked. The 93% stenosed target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 1.50mm rotalink burr was selected for use. During the procedure, it was noted that the connection between the burr and the advancer was kinked. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure. However, device analysis revealed that the sheath was torn, and the coil was detached at the proximal end.

Manufacturer narrative:
E1. Initial reporter facility name: (B)(6) hospital. The device was returned for analysis and evaluated by manufacturer. Inspection of the device found that the sheath was torn at the proximal end, and that the coil was kinked, stretched, and detached at the proximal end.